Manufacturer narrative:
Evaluation updated. Part not returned for evaluation.

Manufacturer narrative:
Patient identifier not available from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the system had imprecision by about 1mm with the left side of the imaging system. They re calibrated the system and they were immediately inaccurate and just took into account the amount and proceeded with the procedure. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.